Event description:
It was reported that the clip got broken at loading during a surgery. Therefore, a new cartridge was opened instead.

Manufacturer narrative:
(B)(4). The clip breaking in half at the hinge during loading was determined to be the result of insert mismatch at the hinge area of the clip. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." One of the returned clips was broken at the hinge during loading. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. In summary the reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. A broken clip was returned, and it was broken in half at the hinge. The clip breaking at the hinge during loading was determined to be the result of insert mismatch at the hinge area on the pierce leg side of the hinge. The root cause is due to inadequate specifications for insert mismatch in the highest stress area of the hinge, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The manufacturer will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the clip got broken at loading during a surgery. Therefore, a new cartridge was opened instead.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot#: 73l2100830 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.